Manufacturer narrative:
The pacific xtreme balloon catheter was used to treat the left sfa bypass (B)(6) 2012 and not 2013 as previously reported. The patient suffered worsening pad of the left limb (occlusion) approximately 36 months post index procedure, not 11 months and 23 days post index as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
One pacific xtreme balloon catheter was used to treat the left sfa bypass. Approximately 11 months and 23 days post index procedure; the patient suffered worsening pad of the left limb (occlusion). One day later the left sfa was treated with a pacific plus balloon catheter, an admiral xtreme balloon catheter, rotarex and non-mdt devices. The event was resolved.